Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 anchor of the ultra fast-fix assembly - curved was mal-deployed, it was implanted through the meniscus and then t1 was removed by tweezers. The device was unable to use for the surgery. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided images confirms the reported batch number and product number. The image also reveals the device has been fully actuated and the suture appears to be tightened down, but the needle shaft is in the way to tell for certain. No physical damage visible to imaged device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A review of the customer provided images confirms the reported batch number and product number. The image also reveals the device has been fully actuated and the suture appears to be tightened down, but the needle shaft is in the way to tell for certain. No physical damage visible to imaged device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned with anchors and suture detached from the needle. The actuator had been fully triggered. The suture knot had been tightened and no physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.